Manufacturer narrative:
Exemption number e2015058. The pad-pak was first installed on the (B)(6) 2013 and performed to specification up to the (B)(6) 2016. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the (B)(6) 2016 and the last log entry on the (B)(6) 2016. The pad-pak became depleted during this time. The returned pad-pak was inserted into the device and the device failed to power on. A test pad-pak was inserted in to the device and power cycled however most of the instruction leds remained illuminated. A warning memory full message was given at shutdown and the status leds continued to flash green. This indicates a fault. A successful test shock was delivered during the testing with an acceptable measurement being recorded. Most of the instructional leds remained illuminated. Investigation found the reported fault can be attributed to membrane failure due to corrosion. Corrosion resulted in the device switching on automatically, this resulted in multiple manual power ups of ten minutes duration being recorded within the history log and would confirm the reported fault. This corrosion also resulted in overvoltage and damage to the microprocessor. The corrosion indicates exposure to adverse conditions.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device observed switching on automatically.